Event description:
It was reported that patient underwent left m2a hip arthroplasty on (B)(6) 2005, and right m2a hip arthroplasty on (B)(6) 2005. Subsequently, the patient had the left hip revised on (B)(6) 2010, and the right hip revised on (B)(6) 2010, both due to alleged pain. Additional information received in patient medical records indicates that the revision procedures that took place on (B)(6) 2010 were due to metallosis and malpositioning of the acetabular cup. The operative notes confirm that the acetabular cup, modular head and taper adaptor were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
It was reported that patient underwent left m2a hip arthroplasty on (B)(6) 2005, and right m2a hip arthroplasty on (B)(6) 2005. Subsequently, the patient had the left hip revised on (B)(6) 2010, and the right hip revised on (B)(6) 2010, both due to alleged pain. The acetabular cup, taper adapter, and modular head were revised in both hips. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2012-01519 and 1825034-2012-01521 / 01523). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.